Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). A month later, the patient underwent a revision surgery. Upon explant, fluid loss was identified due to holes in the cylinders. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The cylinders were visually and microscopically examined. The first cylinder was found with buckling and wear at a fold near both the distal and proximal ends. A leak was found within the inner tube of the fold at the proximal end of the cylinder body. The second cylinder was found to have buckling along the cylinder body; however, no leaks were present. The pump was visually and microscopically inspected. No abnormalities were noted within the component. Upon functional testing, the pump performed within specification. Based on the information available and analysis results, the leak identified within the inner tube of the cylinder could have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). A month later, the patient underwent a revision surgery. Upon explant, fluid loss was identified due to holes in the cylinders. There were no patient complications.